Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow-blocked alarm. The event involved product(s) mmt-397a, mmt-397a, mmt-332a, mmt-332a, mmt-1884l, mmt-397a, mmt-397a, mmt-397a, mmt-332a, mmt-332a. Troubleshooting was declined by the customer. No further patient complications were reported. Mmt-397a was requested and the customer response was the device will be returned. Product return requested for mmt-397a. The customer declined to return or is unable to return. Mmt-332a was requested and the customer response was the device will be returned. Product return requested for mmt-332a. The customer declined to return or is unable to return. Mmt-1884l was requested and the customer response was the device will be returned. Mmt-397a was requested and the customer response was the device will be returned. Product return requested for mmt-397a. The customer declined to return or is unable to return. Product return requested for mmt-397a. The customer declined to return or is unable to return. Product return requested for mmt-332a. The customer declined to return or is unable to return. Product return requested for mmt-332a. The customer declined to return or is unable to return.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 27-feb-2025 to 26-feb-2025 as per new additional information and which is updated in section b3. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked, no delivery alarms noted during testing. Thus software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on event date 02/26/2025 21:05:26.000, 02/26/2025 21:48:45.000, 02/26/2025 21:53:33.000, 02/26/2025 22:33:45.000 during prime. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case. In conclusion, pump passed all testing required and insulin flow blocked, no delivery alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.